Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. The shape of the rupture was that of a pinhole near the middle of the balloon. A different model was used to complete the procedure. No complications reported, and patient status was good.